Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a saline leak occurred. The target lesions were located in the proximal and mid left anterior descending artery (lad). A 1.25mm rotalink plus was selected for rotational atherectomy. Ablation was performed. While rotablating in the lad after the second run, the catheter burst open outside of the patient, just distal to the tuohy and resulting in a rotaglide solution leak. The procedure was not completed. No patient complications were reported and the patients¿ status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. An initial examination of the complaint unit was carried out and no visual issues were noted. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out and found no issues with the unit¿s handshake connector during the connection of the device. The rotablator unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. An attempt was made to wet test the rotablator plus unit and revealed that the catheter sheath was leaking approximately 15cm from the strain relief. A pin hole was evident where the catheter sheath was leaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that ¿if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve¿. (B)(4).

Event description:
It was reported that a saline leak occurred. The target lesions were located in the proximal and mid left anterior descending artery (lad). A 1.25mm rotalink¿ plus was selected for rotational atherectomy. Ablation was performed. While rotablating in the lad after the second run, the catheter burst open outside of the patient, just distal to the tuohy and resulting in a rotaglide solution leak. The procedure was not completed. No patient complications were reported and the patient's status is fine.